Manufacturer narrative:
D. The customer indicates that one of these two batches resulted in the reported failure. Material # 382523 batch # 4025975 mfg date 22 feb 2024 exp date 31 jan 2027. Material # 382523 batch # 4198880 mfg date 26 aug 2024 exp date 30 jun 2027. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: issue description needle didn't retract when I pushed the white button to retract. Two catheters had been opened the lot # for the other was 4198880. I'm not sure which was the defective one. Additional information: this occurred (B)(6) 2024. No samples are available as lot was uncertain. No injury, just potential for caregiver needle stick.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382523 and lot number 4025975, 4198880. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.